Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation of tubing with leak during a phenergan infusion in the ER. There is no report of patient or provider harm.